Event description:
It was reported to technical services on 1/10/11 that this rv lead is oversensing the r/s channel. The rep will bring the patient in for further evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).